Event description:
Pt placed on ventilator in ER. Settings ac800, fi02 1.00, rate 20. Pt transferred to cicu. After transfer to unit when pt placed back on vent with same settings, after about 1 min, vent alarm "backup vent", light on and vent didn't cycle. Pt bagged, vent changed out. Biomed found that the 5 volt power supply was dropping out of tolerance to 4.8 volts. Biomed tech called nellcor puritan bennett, and was told that he should replace the power supply. The power supply assembly was replaced, vent operational. Ventilator had 26,092 hrs on it.